Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the device in (B)(4). The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. As soon as additional info becomes available and/or the device(s) are returned for eval and an investigation result is available, that changes this assessment, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that pt will have to undergo a revision on (B)(6) 2011 due to aseptic loosening of the durom cup. Initial surgery was in 2006. Surgery report states that surgeon repositioned the cup 4 weeks after initial surgery with arthroscopic support (without opening the joint capsule).